Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient just visited the clinic and was in a "great deal of pain." The caller stated that they do not know how to use the machine. It was reviewed on how to increase stimulation using the patient programmer. The caller confirmed that the implant was on . The stimulation was increased from 2.3 to 2.4 volts and the caller stated that the patient could feel tingling in their left leg. The caller stated that the tingling feeling was not normal for the patient (it was confirmed it was also uncomfortable.) The patient stated that they never feel anything from the implant normally. The caller added that the patient does not think that the implant works. The patient stated that they do not know where they are supposed to feel stimulation. The caller stated that the patient was implanted for lower back pain and "never noticed the implant helped them." The caller confirmed that the patient can't change groups, but could change programs. The patient switched to p2 and stimulation was at 1.6 volts. The caller was asked to increase to 1.9 volts. The patient reported that they could "barely feel it", but was not uncomfortable. The patient stated that they felt it in their upper leg, but not in their back. The patient was forwarded to their healthcare provider (hcp) for possible reprogramming. No further complications were reported or anticipated.